Event description:
It was reported that, an analysis of a true ventricular fibrillation (vf) episode on the subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. The technical services (ts) indicated that the first shock was not successful while the shock impedance was in range, then due to amplitude variation post shock the end of episode was declared however shortly after, a redetection started appropriately, and a new episode was triggered ending with a successful shock. Upon review, the ts indicated that this electrode might be placed a bit high in regard to the heart and recommended evaluating x-rays on the system placement. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, an analysis of a true ventricular fibrillation (vf) episode on the subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. The technical services (ts) indicated that the first shock was not successful while the shock impedance was in range, then due to amplitude variation post shock the end of episode was declared however shortly after, a redetection started appropriately, and a new episode was triggered ending with a successful shock. Upon review, the ts indicated that this electrode might be placed a bit high in regard to the heart and recommended evaluating x-rays on the system placement. This electrode remains in service. No adverse patient effects were reported.